Event description:
A report was received that the patient will be explanted. No further details are available at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet model # sc-3138-25 serial # (B)(4) description: scs phiii ext 25cm.

Manufacturer narrative:
Additional information was received that the patient chose to be explanted because the device was not providing adequate therapy. The device was working properly prior to being explanted. The patient was reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will be explanted. No further details are available at this time.